Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was reported to be defective. Through follow-up we learned that the lens could not pass through the tip of the injector, as the wide tip with lateral edges prevented the iol from entering. The cartridge tip was in contact with the patient and the patient is reported to be in good condition. It was later confirmed through the investigation results that the tip of the cartridge and the cartridge were found to be damaged. No further information has been provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a, as there is no indication that the lens was implanted. Section d6b - explant date: n/a, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6). Device evaluation: visual inspection revealed that the complaint device was received with the lens stuck in the cartridge tip; the lens was overridden by the plunger rod and torn. The cartridge tip and cartridge was damaged. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected, revealing no damage; viscoelastic residue was in the lens module which could indicate an excessive amount was used which could have contributed to the complaint event. Device assembly was inspected, revealing no issues; viscoelastic residue was identified below the lens module indicating an excessive amount may have been used. Plunger rod advancement was inspected; no issues were identified. The lens was removed and cleaned presenting with the haptic detached and lens damaged. The complaint issue "stuck in cartridge" and "cartridge damaged" were identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.